Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/21/2020. Additional information: d10 h3 evaluation: used sample received for analysis. During evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. A manufacturing record evaluation was performed for the finished device batch qabbke, anx1215 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). The following information was requested and obtained. If the further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? No bleeding occurred. Was medical or surgical intervention required? The medical or surgical intervention was not required. There was no problem for dr. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? No further information is available. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No further information is available. Was the ampoule crushed repeatedly? No further information is available. Can you identify the lot number of the product that was used? No further information is available. Is the product involved in the event available for evaluation? Yes. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and topical skin adhesive was used. During surgery, the surgeon got his finger injured with the broken glass (vial) during use of the product. The surgeon felt the touch of the glass at the first finger, no bleeding occurred. Another device was used to complete the case. There was no medical or surgical intervention required. There were no adverse consequences to the patient.